Manufacturer narrative:
Block d2b: pro code (product code): qrb. Additional suspect medical device components involved in the event: model number/catalog number: sc-2317-70. Serial number: (B)(6). Batch/lot number: 7080694. Model/catalog description: infinion cx lead kit, 70cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318. Batch/lot number: 29039128. Model/catalog description: clik x anchor sterile kit. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patients spinal cord stimulation (scs) leads had high impedances. The patient underwent a scs system replacement procedure and was doing well postoperatively. The explanted device components were kept by the medical facility.